Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient presented to hospital with symptomatic pain. Physician planned to reline the graft, however the patient has refused treatment. No additional action has been taken regarding this patient. As of the date of the report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was determined to be anatomy related, due to the moderately severe calcifications at the neck (cautionary product use condition), and lateral movement/aortic remodeling of the neck over time. The patient was scheduled for an open repair, however there were no reports of additional repair procedures or negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.